Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the circuit board unit in scope connector is dirty due to water leakage. Cable unit is dirty due to water leakage is cause not established and the most probable cause of the e237(scope error) occurs is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e237(scope error) occurs, circuit board unit in scope connector is dirty due to water leakage cable unit is dirty due to water leakage. There was no patient involvement.